Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the fuses were found open and replacing the fuses resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system had no power. The mobile view station (mvs) of the imaging system did not have green line power light on. There was no patient present at the time of the issue.